Event description:
Nasogastric feeding tube inserted into pt. X-ray done to confirm placement. X-ray showed tube traveled into the left main bronchus and was coiled in the pleural space. Pt developed pneumothorax. Physician inserted chest tube. Pt expired on 3/29/97 with the cause of death being sepsis (pt's admitting diagnosis). Risk mgr stated that pt's death was unrelated to this incidence of pneumothorax.